Event description:
Allergan sales rep reported on behalf of a physician: a pt was having constant infections with the lap-band device that was implanted in another country. The pt went back to the implanting physician to have the device removed, but the physician only removed the port. The pt felt constant pain for a few months and went to a primary care physician who cut loose the wired stitching on the stomach revealing the band tubing. The pt has been living for the past two years with the tubing protruding out of the stomach.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."